Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial events appear to be under-sensed at times triggering termination of atrial tachycardia/atrial fibrillation events. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.